Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The bipolar suction forceps, 15° was exposed to hf voltage from 500 v up to 1000 v - no shortcut was detectable. Additional a 1800 v dc test has been performed to determine an insulation leak - no leak detectable. No malfunction detectable. Based on the description of the incident an insufficient patient insulation could be the reason for the current taking the shortcut to the patient. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a bipolar suction forceps, 15°. According to the information received there is a part of the joint of the joint of the mouth where sparks go straight into the tissue. This is deemed to be dangerous during application. Patient harm is not known at date of this report. Additional patient information is not available.